Event description:
A customer reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred.